Manufacturer narrative:
Use error: per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 533 mg/dl and a bolus was delivered to address bg. Tandem technical support (cts) assisted the customer with performing a pump system check. The pump time was found to be incorrect. The cause of the incorrect time was not known. Cts assisted the customer with correcting the time.